Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The investigation found that there is suspected frame movement, however confirmation of movement was not provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision occurred after a sterile reference frame was brought into a surgical field. It was reported that registration was successful with the non-sterile frame. After the sterile reference frame was placed, the surgeon reported that the site was navigating on the left coronal plane while the sight was working on the right frontal plane of the skull. In the initial procedure, it was reported that the surgeon could not remove the entire tumor and that the patient returned for a second procedure. The reported issue has not repeated since the initial occurrence. There was a reported delay to the procedure of twenty minutes due to this issue. No additional information was provided.